Event description:
Edwards received information that twelve (12) years, four (4) months post implantation of the surgical valve, a transcatheter valve was implanted (valve-in-valve) due to unknown reasons. A 29mm transcatheter valve was implanted and no additional details were provided.

Manufacturer narrative:
At this time, no definitive conclusions can be drawn regarding the clinical observation as the device remains implanted. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received additional information indicating the reason for re-operation was due to stenosis, secondary to structural valve degeneration. The patient is noted as doing very well post-operatively.